Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that staff called during a procedure to report that monopolar and bipolar instruments were not being detected. Technical support reviewed the system logs and found no errors. Staff shared photos of the energy generator, and technical support identified that the bipolar cable was connected incorrectly. Staff corrected the connection as advised, then rebooted the generator and reset both the instrument and adapter, but the issue persisted. Staff connected a backup cautery to continue and completed the surgery using external cautery. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using 3rd party esu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the issue could not initially be confirmed using system logs. Functional testing was then performed using the system. The unit powered on normally and successfully cauterized across all ports and instruments are detected without issue. The complaint regarding monopolar and bipolar did not get recognized; was not confirmed by failure analysis.